Event description:
It was reported that during an initial inspection, there were test being run on the cardiosave intra-aortic balloon pump (iabp) and the display went blank and beeped. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h3, h4, h6, h10, h11. Corrected fields: g1. Part evaluation - the helium tank was returned to national repair center (nrc) for evaluation. National repair center (nrc) received the helium tank. Before testing, it was observed a full helium tank in the cart received from the customer. The tank was changed out to one of getinge¿s helium tanks and proceeded to turn on the cardiosave and activate the helium tank. When the helium tank was turned on, the high pressure regulator had leaked profusely. Because of the leak, the console was tested outside of the cart. Could not verify the failure of the screen blanking out and beeping. However, it was observed in the fault log, error code 111 one time and code 112 two times. Error codes 111 and 112 could possibly be the cause of the screen blanking out. Since there was no patient involved and no adverse event was reported; as per our process the pump will be store in our secure area for 30 days after the investigation is closed and them it will be discarded.